Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that it caused more pain and discomfort. They were referred to remove. Additional information was received from the patient. They reported that they noticed the issue as soon as it was implanted. The patient stated the cause was not determined. They stated it was shocking and causing pain in rectum and placement was causing the device to get caught on chairs when sitting and was protruding out of the pocket that it was placed in. Surgery was scheduled for (B)(6) 2025. Ins is still implanted until removed and device is shut off.